Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead, lead integrity alert (lia) was tripped due to oversensing. High pacing impedance was also noted. Detections were turned off and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.